Manufacturer narrative:
Pump passed the self test and displacement test. The test energizer battery was removed from the battery compartment and the pump was monitored for 10 minutes. The pump powered up properly after insertion of the battery and no unexpected pump error 23 alarm were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they called last week about a pump error alarm and received a new battery cap. However, the insulin pump works for a few hours and then starts doing it again after four 4 hours. The blood glucose level was unknown. Troubleshooting was performed. The customer was advised to revert the back up plan. The product will be returned for analysis.